Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that his therapy worked until a couple of days ago. About 2 days ago stimulator started 'overworking'. Patient spends most of his time in the bathroom. The change in therapy/symptoms was considered sudden.the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.